Event description:
Allegedly, the device stand started to run in the skew motion without anyone touching the unit. Reportedly, lab personnel had to move pt out of the way to avoid getting struck by the c-arm.